Event description:
The facility reported a colleague infusion pump with "burns and spots on the screen". It is unknown when this event occurred, but it occurred in "sdu- step down unit". This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of burns and spots on the screen was confirmed during product evaluation. The root cause was assigned to spots on the main display. The main display was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition.